Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking at the connection between the set and the patient¿s access. This set was being used to deliver an unspecified chemotherapy drug, however, it was further stated that the patient was not exposed to the chemotherapy drug at the time the leak was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between november 12, 2018 - november 13, 2018. The device was received for evaluation contaminated with chemotherapy. Visual inspection was performed to the sample through of the bag and the condition was not observed. Therefore, the condition could not be objectively refuted. Controls are in place in the incoming area, such as incoming inspection on visual, dimensional and functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.